Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was not confirmed; however there was a leak due to the innermember separating. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents for balloon rupture or shaft/innermember separation reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the mid right coronary artery (rca). The 3.5x12mm nc trek balloon dilatation catheter (bdc) was unpackaged with no resistance noted during removal of the protective sheath. The nc trek bdc was prepped prior to use with no issue or leak noted during preparation. The nc trek bdc was advanced to the target lesion without reported issue; however, the balloon ruptured at 6 atmospheres (atm) during the first inflation and the bdc was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new 3.5x12mm nc trek bdc was used to successfully complete the procedure. There was no additional information provided. Additionally, the bdc was returned with no balloon rupture as reported; however, the innermember was separated.